Event description:
It was reported that the patient was experiencing pain due to an overstuffed joint and a lot of scar tissue. A revision surgery was performed , revised poly and the patella taking out a biconvex and implanting a 38mm oval patella. There was no implant failure.

Manufacturer narrative:
The devices, intended for use in treatment, was not returned for evaluation and the reported events could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use document for this failure mode was conducted. Some potential probable causes of this event could include infection, inflammation/synovitis, revision, non-implant/explant surgery and patient pain. Our clinical medical team noted: no clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. However, it was reported that the patient required a revision ¿due to an overstuffed joint and a lot of scar tissue¿, and ¿there was no implant failure¿. The patient impact beyond the reported symptoms, the overstuffed joint, and revision could not be assessed. Should relevant patient specific clinical documentation become available, the medical investigation may be re-evaluated at that time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.